Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and unraveled leaving tampon pieces inside of her. She went to the emergency room (ER) to make sure all pieces were removed. The ER performed a vaginal exam and confirmed no pieces remained inside. Consumer has no further plans to see medical. Consumer reported she was satisfied, no further follow ups are tasked.